Event description:
During pt's monthly remodulin consult, pt report that cadd legacy pump sn (B)(4)doesn't "work right". She reports that it kept beeping and would not run. Pharmacy to courier new pump. No other info available. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.